Manufacturer narrative:
Product analysis: no conclusion can be drawn. No evaluation was performed, as the device was discarded by the customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during cervical spine anterior decompression procedure, while cutting the vertebrae with the tool it was broken while cutting by moving it from the back to the front. Since the bone spurs were hard, it is possible that they were stronger than usual. It was also reported that there was no intervention planned, no damaged piece remained in the patient's body, and there was 5 mins delay in procedure. The procedure was completed with backup product(s). On follow-up it was reported that there was no patient or staff impact.